Event description:
A doctor contacted baxter (B)(4) regarding a connection issue with a uv flash transfer set. The doctor stated that the patient connector of the set was not well connected with the titanium adaptor when the customer changed the transfer set. There was patient involvement, but there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was evaluated by baxter. A visual inspection was performed with a flash on the patient adapter noted. Leak testing was performed with a leak at the patient adapter connection to the titanium noted, with a leak rate measuring less than one ml. A clear passage test and clamp function test were performed with no issues noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The sample was confirmed for the reported problem; however, the root cause was undetermined.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.